Manufacturer narrative:
Additional, changed, and/or corrected data: g4.

Event description:
Healthcare professional reported "two holes punched in the corner of the implant", "this was not damaged by transit, box was intact". Device was not implanted. It is unknown if surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (not implanted).

Event description:
Healthcare professional reported, "two holes punched in the corner of the implant". "This was not damaged by transit. Box was intact". Device was not implanted. It is unknown, if surgery was completed with a backup device.